Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The patient reported experiencing low blood glucose of 34 mg/dl on the event date, through the next day, and the infusion device makes an abnormal noise when the patient shakes it. The infusion device displayed an e7 (electronic) error and the patient believes this is the reason for low blood glucose. The patient ate 4 pieces of dextrose to raise blood glucose levels. Four days later, the patient switched to the backup infusion device. The patient's normal blood glucose level is 95-120 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.